Event description:
It was reported that for an interventional coronary procedure, during unpacking of the device the stent was dislodged from the catheter. The device was not used on the patient. Another same-size xience v stent was successfully deployed to complete the procedure. There was no patient involvement and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood in the guide wire lumen, suggesting a guide wire had been at least partially advanced into the lumen. Additionally, there were stretched struts in the first row of the distal end of the stent implant and the entire length of the stent implant was slightly flattened. This damage was not reported and thus, may have occurred as a result of packaging and shipment back to abbott vascular for analysis. It was confirmed that the stent implant was returned dislodged from the balloon. However, there were crimp marks visible on the tightly folded balloon between the markers, indicating that the stent was originally positioned correctly and securely at the time of manufacture. The protective sheath was not returned, therefore, it is not known how it may have contributed to the reported difficulties. In this case, it is possible that inadvertent handling during removal of the protective sheath contributed to the stent dislodgement, although a conclusive cause cannot be determined. There does not appear to be any indication of a product quality deficiency. Potential factors that can contribute to stent dislodgement outside the body prior to use include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint handling database for the reported lot was performed and revealed no other incidents with stent retention issues. All stent delivery systems are inspected for proper stent placement, stent damage, and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.